Manufacturer narrative:
Correction: date received by manufacturer inadvertently reported as (B)(6) 2016 on the initial MDR. The correct date was (B)(6) 2016. A medtronic representative went to the site to test the equipment. The camera was replaced and the navigation system passed the system checkout. The system was then found to be fully functional.

Manufacturer narrative:
Return requested for suspect camera. Medtronic investigation of returned suspect camera finds that the chassis of the returned positioning sensor unit (psu) has yellowed considerably. The psu powered-up without the fault light on, and it did light up during testing. The illuminator current was low. The event log revealed many occurrences of this intermittent failure. The psu also failed an aak test at .36 mm with a passing threshold of .35 mm. System fault code. Illuminator current out of range. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative received a report that a site's navigation system camera was damaged. The medtronic technical services representative stated that the issue with this camera occurred in 2014. The camera was unable to track instruments. After replacing the camera, the camera was not returned to manufacturer for analysis until 2016. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.